Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that patient fell. All diagnostics and troubleshooting were done. They checked the lead intraoperatively with white jayhawk test and they were unable to solicit any more responses are you bellowing or flexion of the great toe. The health care provider removed previously implanted neurostimulator (ins). When (ins) was removed they tested that currently in planted wire with white jayhawk cable. They were unable to solicit any motor responses suggesting the lead had been compromised which was in accordance with impedance check prior to surgical start time. The health care provider (hcp) replaced both the lead in the ins following intraoperatively testing with no motor solicitation from lead itself. The patient was able to achieve sufficient stimulation and recovery. On site representative check impedance which turned up all invalid ratings from lead. It was noted that the issue was resolved at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the tined lead (B)(4) revealed all conductors were broken at 4.9 cm from the distal end. One conductor was broken at 3.5 cm from the distal end.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. "Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.